Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the therapy was not working right. Patient stated the therapy worked for several days and then it became a problem and wasn't working so they had a follow up appointment on the 24th with their healthcare provider (hcp) to check that situation. The patient reported that their baseline symptoms returned/lost therapy benefit. Patient mentioned they were feeling the stimulation in their left buttock so the healthcare provider thought may be the lead had migrated so hcp selected a new program that worked a little better but it's still not working as the trial and guided to patient to have a x-ray to evaluate the lead integrity, patient was still waiting for the order to have that test. Patient said they were still having to get up at night and change pads and still having the same old problems but not as bad as before, patient reported at least 30% of relief. Agent reviewed with patient implant connection and therapy expectations. Patient will maintain stimulation level and will continue to track symptoms. Guided patient to discuss with hcp medical concerns.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va30df6, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they were still having urgency and accidents. Guided to discuss with hcp.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va30df6 serial# implanted: (B)(6) 2024 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they were still having urgency and accidents. Guided to discuss with hcp.